Manufacturer narrative:
Continued: e.1. State: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" this record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "cysts", "lymph nodes in the inner thoracic chain with signs of silicone infiltration", "heterogeneous nodular images" and "degree of capsular contracture: ii". This record is for the right side. Device remains implanted.